Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the foreign object could not be removed due to physical damage to the equipment. It was confirmed that there was a leak at the tip regarding the presence or absence of physical damage that caused the foreign matter to remain. The event can be detected/prevented by following the instructions for use which is described in chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During testing and inspection the following was also found: the customer¿s complaint (water was not flowing through the channel) was not confirmed. Additionally, a leak was found at the corner between the transducer and plastic housing, malfunctioning wire and forceps channel malfunction. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), that during reprocessing when using the oer-elite, they observed that water is not flowing through the elevator and receiving an error message. The customer is receiving this error message with two scopes but the loaner scope is not having any issues. Tac provided troubleshooting but the customer returned both devices for repair. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the elevator channel had debris in jet tube from insufficient or incorrect reprocessing scope and distal end of the device has degradation & missing probe cement couple. This report is being submitted for the malfunctions found during device evaluation. This event is related to the following patient identifiers: (B)(6), (this report), (B)(6).